Event description:
A customer obtained troponin (accu tni) results above the ami cut-off on two patients. Upon repeat result for one patient was in the risk stratification range and result for the other patient was in the normal reference range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin pst tubes and centrifuged at 4,500 rpm for 4 minutes. Qc was within specifications prior to the event. However, customer experienced qc issues before and after the event. Customer performed a diagnostic system check after the event which passed within specifications. No errors were posted to the event log and customer did not question any other assays. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse found worn peri pump tubing and replaced it. The diagnostic testing was repeated and passed specifications. Although hardware issues were addressed, no definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.